Event description:
It was reported that the ilet user experienced frequent low blood glucose episodes and had not been consistently performing meal announcements, having been advised by a third party that the pump would learn better without them. Education was provided on proper use, and an assistive technique was created to address improper use related to the user interface. Symptoms included hypoglycemia with a nadir of 57 mg/dl and associated hot flashes/flushes and shaking/tremors. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.